Event description:
It was reported that the patient presented in clinic having diaphragmatic pacing. Upon device interrogation, it was noted that the atrial lead exhibited loss of capture. Fluoroscopy imaging showed that the lead was dislodged. The patient presented for a revision procedure. During the procedure, the atrial lead could not be re-positioned, as the passive fixation was not stable. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and ¿diaphragmatic pacing¿. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies.